Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2015- device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and there was evidence of moisture corrosion in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was observed. Unrelated to the initial complaint, the battery cap had stripped threads and was unable to attach on to the pump. A test cap was used for investigation. Additionally, the display screen was dim and discolored.